Event description:
Surgeon reported an unexpected outcome, after prk surgery. Limited details were provided. Further info has been requested.

Manufacturer narrative:
No abnormalities that could have contributed to this event were found during the device history records review and the product was released according to MFR acceptance criteria. A field engineer was at the site performing preventive maintenance activities and system verification. Prior the date of event. At that time there were no problems found with the system. System met standards. The root cause of the customer's complaint is unk. (B)(4).